Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via email that the reservoir had air bubbles. The customer's blood glucose was 100 mg/dl at the time of incident. The customer had been having air bubble issues for two months. He stated that there were little bubbles and he would knock it with his fingers. The customer was assisted with a complete set change and did not have air bubbles in the reservoir or infusion set. Troubleshooting was able to resolve the issue. The reservoir was not returned for analysis.